Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Involved waveone gold primary file that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Customer said having used the instrument three times, and having autoclaved it between each use. This constitutes a misuse from customer, indeed, waveone gold files are single used items which are not intended to be sterilized. Root cause is customer misuse.

Event description:
In this event it is reported that a unk maillefer, waveone gold primary file broke during use. The outcome of this event is unknown as of this MDR.